Event description:
It was reported that pump was in use w/iab fos and a-pacer trigger in operator mode. Patient's hemodynamic values (displayed in right side of screen) had abnormally high diastolic and mean pressures (40 mmhg more). When switching to ap (arterial pressure) trigger, values went back to normal expected values. Staff remarked that value complication occurs with both fos and/or fluid-filled transducer. However, hemodynamic values are correctly read when using horizontal cursor. Refer to medwatch no. 1219856-2007-00167 for the 2nd event involving same patient.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.